Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down/ok/contrast keypad buttons required excessive force to activate during testing, the up keypad button did not respond to user inputs during testing, it was observed that the up/down key contacts were misaligned, the up/down/ok/contrast key contacts became inverted when pressed and did not always spring back and there was evidence of moisture/corrosion found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button reportedly responsive when pressed. The pt claimed that the keypad is intact. There was no adverse event associated with this complaint.